Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 09-may-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4) and had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2016, with lot number cs000hw. Physician reported that sheath rupture during insertion in right tube occurred and device insertion failed - bilateral insertion was not performed. Laparoscopy was performed for tubal ligation. Full device was kept. Follow-up information received on 26-may-2016 (breakage questionnaire)- case upgraded to incident: the patient's demographics were added. She was (B)(6). Essure was inserted on (B)(6) 2016. The inner coil of the implant broke in the region of the delivery catheter following a defect on the thumb wheel. Upon the insertion of essure, the thumb wheel on the delivery handle did not work and when the surgeon removed the delivery catheter, he noticed that a piece of the implant was missing. The instructions in the IFU were followed. On the same day, essure was removed via laparoscopy as it was medically necessary (and it was not a request from the patient). The broken piece was retrieved from the fallopian tube. There was no patient injury but it was reported that the breakage could have led to serious injury under less fortunate circumstances. Follow up 27-may-2016: quality-safety evaluation of ptc, lot number: cs000hw (production date jan-2015, expiration date 31-oct-2017), ptc global number: (B)(4). Since sample is not available yet, we cannot verify which is the real broken part of the device related to this complaint. As of may 23, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rou in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following (B)(4) llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 31-may-2016 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and sheath rupture during insertion in right tube occurred. According to follow up information, essure was removed via laparoscopy in the same day. This event, interpreted as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertions, single cases have been reported of essure breakage. In the present case, physician reported that during insertion in right tube the sheath ruptured. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was previously regarded as other reportable incident. Upon receipt of the information that the devices were removed laparoscopically, this case was classified as incident. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up received on 16-aug-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were not completed (final rollback not completed), inner catheter and delivery wire bonds were cured, damages were observed on delivery catheter specifically in coil catheter(broken, bent), inner catheter was found bent, micro-insert was not returned for investigation. In regards of dimensional inspection as per device condition, dimensions were not able to be performed. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, ¡t is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Correction done on 18-aug-2016. Ptc investigation result was received on 12-aug-2016. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.